Event description:
On (B)(6) 2023, during follow-up, it was reported that this patient on peritoneal dialysis (pd) has peritonitis; being treated with vancomycin. Additionally, it was reported the patient had fibrin in the pd catheter requiring treatment with (tissue plasminogen activator (tpa) and that the patient is pending pd catheter repositioning. In additional follow-up, the patient¿s pd nurse confirmed the patient had a fluid leak in the back of the cassette on (B)(6) 2023; product discarded. Subsequently, on (B)(6) 2023, the patient was treated with thrombolytic therapy due to concomitant pd catheter (not a fresenius product) malfunction from fibrin. Furthermore, on (B)(6) 2023 the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture was positive for growth of staphylococcus epidermis. The patient was initiated on antibiotic therapy with vancomycin (dose unknown) intra-peritoneal (ip) on an outpatient basis. The pd nurse reported that the patient¿s pd catheter was repositioned on (B)(6) 2023 due to the pd catheter malfunction. The nurse stated the exact cause of the peritonitis was unknown. However, it was stated the peritonitis may have been associated with the patient¿s prior fluid leak on (B)(6) 2023.